Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance for the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was greater than 3000 ohms. Other lead measurements were reportedly stable and there were no stored noise events. Boston scientific technical services (ts) provided advice to the clinician. No adverse patient effects were reported. The rv lead and ICD remain in service.